Event description:
Coronary artery catheterization through the right femoral artery and angio-seal vascular closure device was used. Six hours after the procedure there was hemorrhage under the skin from the femoral artery. There was a 2nd hemorrhage 9am, and a 3rd at 2:30 pm that day. Ultrasound revealed a pseudoaneurysm after the 2nd hemorrhage. Discharged from hosp the next day. Pain persisted. Ultraound 4 days later. The pseudoneurysm was larger and emergency admission. Surgery 1:30am revealed the angioseal device was floating inside the pseudoaneurysm.